Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 115) indicating an invalid atmospheric pressure. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an engineering investigation. Review of the device data logs confirmed the reported error message. The investigation determined that the root cause was an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 115) indicating an invalid atmospheric pressure. There was no patient injury reported as a result of this incident.